Event description:
Patient was revised to address soft tissue irritation, lateral tibial ossification.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported patient soft tissue irritation; however, provided information suggests patient bone ossification was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.